Event description:
Reportedly, the warning messages a3 and 71 were displayed upon interrogation. Battery voltage was 2.7v; residual longevity was estimated to 8 months. The device had been implanted for one year. Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a hardware reset procedure was performed for this patient on (B)(6) 2017 to solve the issue.

Manufacturer narrative:
Recommendations to perform a second hardware reset (to correct the displayed residual longevity) were provided on (B)(6) 2017. Nevertheless, the physician decided to explant the device on (B)(6) 2017.

Event description:
Reportedly, the warning messages a3 and 71 were displayed upon interrogation. Battery voltage was 2.7v; residual longevity was estimated to 8 months. The device had been implanted for one year. Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a hardware reset procedure was performed for this patient on (B)(6) 2017 to solve the issue.